Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, donor testing was performed with in-house monitors and retained testing strips for lot k378581. The in-house testing showed that the system performed within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided by the customer based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
A physician's office in (B)(6) reported a variance between inratio2 inr result and laboratory inr result. Results are as follows: date: (B)(6) 2015, in ration2 inr: 1.5, laboratory inr: 2.07. Therapeutic range: not provided. Testing was performed consecutively. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)